Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the insert broke") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient underwent 8 interventions). At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the insert broke") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient underwent 8 interventions). At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Further company follow-up with the physician is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.